Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned in b5, it was observed, due to pinhole on the bending section cover (a-rubber), water tightness was lost, image guide had breakages, the distal end was shaved, the adhesive on the a-rubber was detached, the connecting tube had a dent, due to wear of the angle wire, bending angle in the up direction did not meet the standard value, due to deformation of the bending tube, the joint section between bending tube and distal end was not secured. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during maintenance, the bronchofibervideoscope had a possible clogged working channel. Upon inspection of the customer¿s returned device it was observed, the mouthpiece was clogged with foreign material. This report is being submitted for the malfunction found during evaluation. There was no patient involvement in this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU): chapter 6 compatible reprocessing methods and chemical agents chapter 7 cleaning, disinfection, and sterilization procedures chapter 8 cleaning and disinfection equipment. Olympus will continue to monitor field performance for this device.